Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that right from the get go it took forever to connect to the my personal therapy manager (ptm) application for it would go around and around taking 5 to 10 minutes to connect. It would sit at 90% for forever. Patient noted they could hardly find a place to find it. During call patient closed all apps and agent assisted patient on clearing all data. Patient was able to connect to myptm app; patient's screen showed lockout screen. The issue was resolved with troubleshooting steps.

Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Product ID: hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.